Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the pacemaker exhibited over sensing. No intervention or procedure was reported. No patient condition was reported.